Manufacturer narrative:
The manufacturer has received the device on 08/10/2017 and is currently in the process of testing this device.

Event description:
The user reported that the device did not alarm occlusion. "Pump has no occlusion (alarm) and pump keeps running. The pump will not alarm occlusion even though it is building up pressure." No patient was involved in this case.

Manufacturer narrative:
The reported occlusion alarm issue was confirmed. The device would not alarm occlusion. The pressure sensor was replaced and the device was repaired, and retested to meet all specifications on 08/25/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00256).